Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend. The sensor alerted calibration not accepted followed by change sensor. The customer's blood glucose was 400 mg/dl and the sensor glucose was 68 mg/dl. The customer was informed that their blood glucose and sensor glucose were not in acceptable range. Customer's blood glucose was 368 mg/dl at the time of call. The customer declined troubleshooting for high blood glucose. The sensor will be returned for analysis.